Manufacturer narrative:
The device was returned for evaluation and it was confirmed that there was no image displayed. The patient device has a faulty board set causing no image with the 180 scopes. The olympus technician replaced the faulty board set and upgrade the device software. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii video system is unable to produce an image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the device was in use prior to countermeasures (a change in dr board¿s circuit design) and it was assumed that there were no images due to a failure of the operational amplifier.